Event description:
Determined to be reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure there was difficulty crossing the lesion. The artery was severely calcified. The 2.25x20mm taxus liberte atom was unable to cross the lesion. The procedure was complete with another of the same device. The patient status is listed as stable with no complications reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the stent delivery system with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent implant revealed proximal stent damage. Tip damage was also found. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)